Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the lens was faulty and it was not used because lens would not fold properly.

Manufacturer narrative:
Additional information was provided in b.3., b.5. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the lens was faulty and it was not used because lens would not fold properly. Additional information received stating that during intraocular lens implantation (iol) surgery, the lens would not load properly. The surgery was completed with another lens.